Event description:
It was reported that the user experienced repeated low blood glucose in the late afternoon while using the ilet, with lows occurring around mid-afternoon when she often delayed meals, and she had understood that eating would not be required while connected to the device. Symptoms included hypoglycemia, as low as 58 mg/dl, requiring treatment. Outcomes included self-treatment with oral glucose per guidance. Investigation included troubleshooting and education regarding pump function, algorithm behavior relative to current glucose, and hypoglycemia treatment per company guidance. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was related to low glucose with an undetermined cause, and the user was advised to consult a healthcare professional for dietary guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.